Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as the bg did not exceed 500 mg/dl, or the cgm did not read ¿high.¿ the customer was instructed by cts to perform several corrective actions, including disconnecting tubing, tightening the t:lock, and delivering boluses to manage the issue. The customer was advised to replace supplies as necessary and to resume insulin therapy.